Event description:
The intraocular lens was removed and replaced without complication due to the patient's inability to adapt to the halos, a known and labeled possible side effect. The iol was replaced with another model multifocal lens.

Manufacturer narrative:
The intraocular lens was received and inspected under illuminated 10x magnification. Contamination was noted on the optic, not inconsistent with an explanted lens. No defects were observed in the product. Halos are a known and labeled possible side effect of multifocal lens implantation. Based on our investigation the manufacturer has no reason to suspect this event was manufacturing related.